Event description:
A pt came in with pain. The surgeon took some x-rays and he observed that the nail is broken.

Manufacturer narrative:
The reported event was confirmed by visual inspection of the returned devices and a review of the provided x-rays. The found traces on the nail and on the breakage surfaces are evidences that the breakage of the nail was not caused by any deficiency of the device. The fatigue of the material was caused by permanent overloading by the pt in a completely unstable fracture situation due to non-union (pseudarthrosis) of the fracture site during an implantation period of approximately 2 yrs. The device mfg history record for the reported lot indicates that the devices were mfg and accepted with no reported discrepancies.